Event description:
Account states that tested patient inr on suspect meter inr=7.0, lab inr 3.8. Another patient, inr 6.0 on suspect meter, lab result inr=4.4. These patients were treated based off of lab results.